Event description:
Customer reported via phone, the device continues to have battery issues event after the battery cap has been changed out twice. Customer's blood glucose was 97 mg/dl. The device had alarmed weak battery, off no power, and bad battery. Customer declined to troubleshoot for weak battery and no delivery wasn't performed due to customer reported a past event. Off no power troubleshooting was performed. The device was dropped or bumped and the drive support cap was not damaged. Second time the device alarmed off no power without a low battery warning. Customer requested the device to be replaced and will be returning the device for further analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specification. No off no power low battery alarms or weak battery alerts noted. The insulin pump passed displacement, excessive no delivery and prime/a33 tests. No unexpected no delivery alarms noted. The insulin pump was received with minor scratches on the lcd window, scratched on the case and cracked belt clip slot. Act.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.